Event description:
It was reported that during the implant procedure, the helix would not deployed. The lead was replaced. The patients condition is good.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.